Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported infection of the driveline exit site could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient developed erythema, purulent drainage and pain at the driveline exit site on (B)(6) 2017 and was admitted to the hospital on (B)(6) 2017. A driveline culture tested positive for (B)(6). The patient was initially treated with intravenous broad spectrum antibiotics but then changed to cefazolin. On (B)(6) 2017, the patient underwent an incision and drainage procedure with wound vacuum placement. It was reported that the patient¿s blood cultures remained negative. As of (B)(6) 2017, the patient remained hospitalized, but the vad clinicians planned to discharge the patient on intravenous ceftriaxone for 2 weeks then change to lifelong keflex. No additional information was provided.